Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hipot and falloff test. The cause for the test failure was isolated to open brown (-5v) and black (main batt) wires in the trunk cable connector. The root cause for the open wires in the connector could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wires.

Event description:
While investigation an electrode belt that was returned by a (B)(4) distributor an unrelated issue, a reportable problem was discovered. The electrode belt failed a hipot and falloff test.